Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 7f exoseal device for vascular closure, it was reported that the pulsatile bleed back never stopped. Therefore, the exoseal and sheath were removed from the patient without plug deployment. Manual compression was applied to achieve hemostasis. There was no bleeding complication during or after the procedure. There was no patient injury reported and the device will not be returned for analysis. There was no calcification, stenosis, or tortuosity at the access site. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. The vcd showed no visible signs of damage and was prepped according to IFU instructions. After a percutaneous transluminal angioplasty (pta) of an unknown lesion, the physician inserted the exoseal into a 7f 11 cm non-cordis sheath and the devices were retracted as a unit. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. During withdrawal, the indicator displayed black-black pattern although the bleed back never ceased. The physician rotated the exoseal and changed the angle of it, but the pulsatile bleed back never stopped. Devices were removed and manual compression applied. The physician had achieved certification on the use of the exoseal vcd. It is unknown how many times the physician had used the exoseal vcd prior to this case. Multiple stick attempts were not made before arterial access was achieved.

Manufacturer narrative:
Complaint conclusion: during use of a 7f exoseal device for vascular closure, it was reported that indicator window displayed black-black pattern although the bleed back never ceased. Therefore, the exoseal and sheath were removed from the patient without plug deployment. Manual compression was applied to achieve hemostasis. There was no bleeding complication during or after the procedure. There was no patient injury. There was no calcification, stenosis, or tortuosity at the access site. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. The vcd showed no visible signs of damage and was prepped according to IFU instructions. After a percutaneous transluminal angioplasty (pta) of an unknown lesion, the physician inserted the exoseal into a 7f 11 cm non-cordis sheath. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. During withdrawal, the indicator displayed black-black pattern although the bleed back never ceased. The physician rotated the exoseal and changed the angle of it, but the pulsatile bleed back never stopped. The reporter indicated that multiple stick attempts were not made to achieve arterial access. The exoseal and the sheath were removed and manual compression applied. The physician had achieved certification on the use of the exoseal vcd. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. In this case, the window changed to solid black upon retraction of the devices as per IFU, however there was no reduction in pulsatile flow observed. Therefore, the physician acted in accordance with the IFU and removed the sheath and vcd together and proceeded to manual compression. The IFU also instructs to not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. The indicator wire has the potential to catch in the calcification instead of the vessel wall leading to a false indicator window reading. Based on the information available for review, it is unknown what factors may have contributed to the reported change in indicator window color before there was a reduction in blood flow from the bleed back indicator. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.